Event description:
The account alleges that the nurse call system would not repeatedly work properly. Sometimes the call would be delayed several seconds, other times the call would not be sent at all.

Manufacturer narrative:
The technician replaced the sidecom board which resolved the issue. The bed operates normally. Pursuant to our response to warning letter 2009-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.